Manufacturer narrative:
H3: the device 97755 recharger, serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated they were trying to charge their implantable neurostimulator (ins), but they could not get the controller to find the device. Pt reported seeing 'no device found' on the controller. Pt stated they last charged the ins this morning, but then stated they meant they charged the controller from the ac power supply this morning. Agent had the pt connect the recharger to the controller and place the paddle over the implant. Pt entered passive recharge mode and reported seeing 100-100-100. Pt moved the paddle away from the implant and the numbers changed to 0-0-100, then 0-58-100. Pt confirmed no visible damage to the equipment but mentioned that where the cord attaches to the paddle, the cord is getting really hot. Pt stated they just noticed the cord getting hot while on the call. The issue was not resolved. Pt will charge ins upon receiving new recharger and call back for assistance as needed. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.